Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hernia repair, on dermal closure, the surgeon was closing and the needles popped off the sutures prematurely three times in a row even though the they were not a d-tach needles, they were a regular swaged on. To complete the procedure, the surgeon kept on opening suture packets until closure was completed. There was no patient injury.